Event description:
The user facility reported that a portion of the guiding sheath was noted to have become damaged during preparation prior to a use. Follow-up communication confirmed that: the sheath had been removed from the packaging, and then, flushed with heparinized saline; when the cath lab tech wiped the sheath with a saline soaked 4x4 pad, it was reported that a section of the outer plastic sheath started to become separated and the coil wire became ¿unwound¿; and therefore, the device was not used on the patient.

Manufacturer narrative:
Results - based upon evaluation of returned sample; based upon testing of reserve samples. Conclusions - based upon evaluation of returned sample; based upon testing of reserve samples . The involved device was returned and evaluated. Examination confirmed that a portion of the plastic sheath had become separated, exposing the inner coil wire. In addition, the coil wire had been obviously stretched, although it remained intact. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. In addition, physical testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported damage & partial separation of the sheath cannot be definitively determined based upon the available information. However, the damage appears to be most consistent with the sheath having been pulled & stretched during the preparation process. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).